Event description:
It was reported that the balloon ruptured; however, details of the case are unknown. There were no reported patient effects. No other information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen and inflation lumen, which is consistent with a leak or rupture while in the patient anatomy. The balloon was loosely folded. There was a radial rupture in the proximal end of the balloon taper 2 mm distal to the proximal balloon seal. There were no scratches noted. The product was sent to scanning electron microscopy (sem) for further analysis. The analysis determined that the rupture may possibly be related to mechanical damage to the outer surface. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Since there was no report of any leaks noted during preparation for use, this suggests that the balloon was not likely damaged prior to use. The patient anatomy was not described in the case information which may have aided in the evaluation and determination of cause. In this case, an interaction with other devices and/or the lesion may have damaged (scratched) and weakened the balloon material, such that the balloon ruptured. Several attempts were made to obtain additional information as to the circumstances of the procedure; however, no further information was available. Analysis noted a kink in the bayonet. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appears to be related to or have contributed to the reported balloon rupture. A review of the product manufacturing records did not reveal any non-conforming material records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the reported balloon rupture could not be determined. All dilatation catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.